Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the site for 3-4 days. Tandem clinical support informed customer that wearing the site for 3-4 days, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.